Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse.we have not received any samples.without closed and/or defective samples a proper analysis cannot be performed.reviewed the batch manufacturing record, this product had an incidence no relate to this issue and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment strength values before releasing the product were 0.35 kgf in minimum and 1.14 kgf in average fulfilling product specifications of 0.23 kgf in minimum and 0.46 kgf in average.final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited.actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product.corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
G4: reported device marketed in the u.s. Only for veterinary use, however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375 if additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monomend mt suture. The client (veterinarian) reported that needle was not attached to the suture when the package was opened.